Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a failed self-test on the heartmate 2 system controller. The system controller was intended to be sent back for evaluation.